Manufacturer narrative:
The 3maxc began to stretch approximately 140.0 cm and fractured approximately 143.0 cm from the hub. The material at the fracture location showed evidence of deformation and stretching before fracture. In addition, the inner support coils were unwound. The 3maxc was ovalized approximately 68.0 and 108.0 cm from the hub. Evaluation of the returned device confirmed that the 3maxc was fractured. Visual inspection of the fracture showed evidence of material deformation and stretching. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as this may occur. The complaint information indicated that the patient had noted vessel tortuosity and moved a lot during the procedure which may have contributed to the issue. Further evaluation of the returned device revealed that the 3maxc was ovalized. This ovalization was likely incidental and may have occurred while packaging the device for return to penumbra. The fractured distal portion of the 3maxc, ace68, and the guidewire described in the complaint were not returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat an acute stroke in the left internal carotid artery (ica)/left m1 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). It was noted that the patient moved a lot during the procedure and that the patient anatomy was tortuous. During the procedure, the physician inserted a non-penumbra guiding sheath in the patient¿s body, then advanced a penumbra system ace 68 reperfusion catheter (ace68) with a 3max and a guidewire to the thrombus. Upon removing the 3max and guidewire prior to initiating aspiration, the physician noticed that the tip of the 3max was damaged and that approximately 10 centimeters of the 3max tip was missing. The fractured 3max tip was found in the ica. Therefore, the physician attempted to remove the fractured 3max tip using a microsnare device and a stent retriever device, but was unsuccessful. Subsequently, dissection of the ica occurred. As a result, the physician used the stent retriever and continued with the removal of the thrombus several times due to continuous thrombus formation in the mca and anterior communicating artery (aca). Successful revascularization of the mca and aca was achieved.